Event description:
It was reported that the pt experienced recurring incontinence following the placement of an acticon artificial bowel sphincter. A revision surgery was performed and the balloon was repositioned. No additional pt complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.